Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead caught on heart tissue and deformed the helix. The tip of the helix part of the lead was trapped intracardially while being operated for placement. The tip of the lead was retrieved by continuous traction. This lead was never in service and was replaced. This lead will not be returned. No adverse patient effects were reported.